Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda and poor image resolution. Tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. It was noted that imaging was challenging.on (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 2-3.